Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4). (B)(4) reports about the first revision surgery performed after the primary surgery. (B)(4) reports about the dislocation occurred on (B)(6) 2021, after the first revision surgery. In this pc, we report about the dislocation occurred on (B)(6) 2021, after the first revision surgery. On (B)(6) 2021, dislocation occurred again when the patient did the same posture as the dislocation she had on (B)(6) 2021. The implants were loosened. The polyethylene liner was worn out, and the patient walking was also unstable. In addition, the stem also showed a slight internal deformity. Therefore, a second revision surgery will be performed on (B)(6) 2022. The cup, the head, and the stem will be replaced. The surgeon plans to leave the sleeve. The stem and the head will be discarded. The liner and cup are competitor¿s products. Medical/therapeutic history/other diseases currently treated, etc: diabetes mellitus, hypertension, hyperlipidaemia, hyperuricaemia, hepatitis c no further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that there was no surgical delay reported in the event.